Event description:
It was reported that the health care provider (hcp) ran into some trouble a day prior to this call in the operating room (or) with the screwdriver for the neurostimulator device. When he got the stimulator connected to the leads and checked the impedances it was out of range at >20000 ohms indicating high impedances. After checking the leads were in place, he had to open a new battery and when he connected that to the leads the impedance was within normal range. He feels the issue is with the screwdriver provided for the neurostimulator. It was later indicated 2 days later that 6 leads opened for this case and unused and returning them as damaged. It was reported five days later from previous call that the representative was in possession of all the devices. Additional information received two days from previous call indicated that hcp was concerned about the inability to tighten the set screws enough. He is requesting that further testing be done to determine the torch resistance. When the impedance was out of range he attempted to reposition the leads. The trumpet anchors were not yet sutured. It was at that time that the prolene/ski needle detached from the electrodes, thus making causing 4 leads to become unusable. It was reported 3 days later from previous call clarifying that 6 lead were opened in total but four were damaged and however two of them are currently implanted in the patient. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis on stimulator serial number (B)(4) reveals insignificant anomalies and it was okay functionally. Analysis on lead serial numbers (B)(4) revealed no anomaly found.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: neu_set_screw, product type: accessory. (B)(4).